Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the device did alarm for asystole and was not acknowledged. Found that red alarm latching is set to off on bedside monitors. Customer was provided information that this setting is the reason the red asystole alarm corrected itself after the asystole stopped. The settings were changed to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating critical alarms are not staying flagged in patient sectors, and asystole alarm did not alert. The device was in use at the time of the event. No adverse event occurred.